Event description:
It was reported that tandem mobi pump generated cartridge alarm and that customer experienced high blood glucose readings, with meter or sensor displaying ¿high,¿ and customer also reported past difficulty getting insulin doses to deliver even though doses appeared as delivered in app. There was no additional information received regarding any further impact to the customer¿s blood glucose level. Customer addressed high blood glucose by giving correction dose with insulin injections and was able to reload cartridge and resume pump insulin delivery, then switched to insulin injections as main therapy while tandem technical support completed troubleshooting, recommended pump replacement due to delivery concerns, and arranged shipment of replacement pump with instructions for storing and returning original pump.